Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis and investigated. A lock line knot was confirmed. The reported mechanical issue and clip jumpiness were not replicated during device testing and there were no issues activating the clip on a proxy device. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported inability removing the lock line was due to the observed knotted lock line; however, a definitive cause for the knotted lock line could not be determined. The reported mechanical issue and clip jumpiness appear to be due to procedural circumstances/operational context. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the inability to remove the lock line and the clip opened while locked. It was reported that this was a mitraclip procedure performed to treat grade 4 degenerative mitral regurgitation (mr). One clip was successfully implanted. To further reduce mr, a second clip was advanced and positioned on the leaflet; however, the lock line could not be removed. The arm positioner was turned to the open position to release any possible tension and the clip jumped open. The arm positioner was turned to the closed position, closing the clip. When attempting to remove the lock line again, the clip opened. The clip was not deployed and was removed without issue. Mr remained unchanged at 4. There was no reported adverse patient effect or a clinically significant delay in the procedure. The patient remained stable. No additional information was provided.